Manufacturer narrative:
The consumer reported burning and redness after incorrect use of the solution to rinse her lens. The doctor at the urgent care clinic diagnosed acute chemical conjunctivitis in the left eye. After irrigation with a morgan lens two times,the patient denied any blurry vision or eye pain and stated her eye felt much better. The following day, her doctor diagnosed a keratitis and prescribed cipro and lotemax suspension. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the eye care practitioner indicated that the condition resolved. The symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported using the product incorrectly rinsed her lenses with the solution prior to lens insertion. Upon insertion of left lens, she experienced burning and redness. The consumer sought medical evaluation at an urgent care facility. Medical documentation received from the urgent care clinic noted the doctor observed injection of the conjunctiva and a corneal abrasion in the left eye. Patient's eye was irrigated using a morgan lens. She was diagnosed with acute chemical conjunctivitis and prescribed ciloxan ophthalmic drops, refresh tears, and warm compresses. Patient was in a hurry and left the clinic without picking up her prescriptions. She returned a few hours later and her eye was irrigated again. Following the irrigation, the eye was examined and no corneal abrasion was noted with plain light. Patient denied any blurry vision or eye pain and stated her eye felt much better. Patient followed up with her ophthalmologist the next day. The ophthalmologist diagnosed the patient with keratitis and prescribed cipro and lotemax suspension drops. Patient's eye condition recovered. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.